Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device displayed a failed transmitter error. No additional patient or event information is available. Data was provided. Data review confirmed the reported failed transmitter error. A root cause cannot be determined via data. The device has been received for evaluation. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.